Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and drive on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument had a broken cable with frayed wires. The procedure was completed with no reported injury.